Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number aa5250k14, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported by the clinician that the epidural catheter broke during removal from the patient and the doctor was unable to provide the location of the catheter tip. There was no reported patient injury. There was no reported adverse effects with the patient as it relates to the event.